Event description:
During the index procedure, one (B)(4) stent was implanted in the 2nd obtuse marginal. Patient developed severe pain in the right groin post pci. A pseudoaneurism was confirmed in the iliac artery which was treated with percutaneous thrombin injection. It was reported that patient was re-hospitalized due to syncope approximately 7 months post index procedure and due to chest pain approximately 10 months post index procedure. It was reported that approximately 2 years and 4 months post the index procedure the patient was found unresponsive at home and taken to hospital. (B)(4) confirmed extensive lmca stroke with early edema. The patient had grave prognosis and was admitted to hospice care and died 14 days after the stroke event. Investigator reported that the stroke event was not related to the study stent or procedure. It was reported that the death was not associated with an mi or thrombosis. The assessment of the cause of death was (B)(6).

Manufacturer narrative:
(B)(4). Evaluation, results: (B)(4) inherent risk of procedure (cva/ stroke).